Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced cloudy effluent coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event and the treatment was not reported. Action taken with pd therapy was unknown. At the time of this report, the patient had recovered from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that only one test of serum creatinine was performed with a result of 7.6 mg/dl (previously reported that repeat test of creatinine was also performed with a result of 6.7 mg/dl). Should additional relevant information become available, a supplemental report will be submitted.